Event description:
Country of complaint: (B)(6). Case: left-sided spontaneous pneumothorax: the surgeon opened the jaw three times in the chest cavity of the patient. At the third time of the movement of the jaw, instrument did not feel right, so he stopped using it. After the surgery, maintenance staff noticed that the inside of the jaw was broken. X-ray performed, no retained pieces were visible. Pieces were not located in the operating room. This device is sold in the us as complete device, po118r; evaluation is done at component level, as follows: po624r-jaw ins. De'bakey atr.fcps 10mm 370mm, pm977r-insulated outer tube 10/10mm 370mm, pm959r-handle for bipolar instruments.

Manufacturer narrative:
G5: k010752 : k940936. Manufacturing site evaluation: evaluation on-going.